Event description:
It was reported that the ilet displayed repeated alert 38 notifications following device restarts, consistent with a consecutive motor stall and resulting interruption of insulin delivery, and the family was advised to shut down the device and proceed with replacement; the issue aligns with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and review of information provided by the user. Investigation of this case revealed a communications problem identified and a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.